Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage being too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that the power consumption is increasing in a gradual fashion. Additionally, this device may trigger elective replacement indicator (eri) within 60 days and even with the premature depletion, there is a sufficient capacity to support full therapy for at least 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.